Event description:
It was reported that the patient experienced intermittent stimulation when charging the deep brain stimulation (dbs) system wherein resulting in a return of tremor symptoms. The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient and delivering therapy. Additional information received indicates that a boston scientific representative, in consultation with the treating clinician, performed an ipg firmware update. Confirmation that the firmware update has resolved the bluetooth fault code error when charging the ipg has not yet been received. Additional information was received indicating that the firmware update performed was successful in resolving the bluetooth fault code error when charging the ipg. The applicable firmware is model 9028509-102-00. The patient is able to successfully charge the ipg without interruption. No further action related to this event is needed.

Manufacturer narrative:
Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the device has not been returned as it remains implanted in the patient and functioning; therefore, a physical analysis has not been conducted in our laboratory. However, the database analysis was performed and identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation turns off and then returns to normal operation within 10-15 seconds. No other anomalies were found with the analysis as the device displayed a normal charge log. Investigation conclusion: the device analysis was unable to be performed as the device remains implanted in the patient. However, engineers confirmed through the database analysis that this ipg battery reset and turned off and on when being charged. These system resets can randomly occur when the charger's charging field interferes with the bluetooth communication chipset. As such, the user may perceive the sudden change in stimulation status as an overstimulation sensation. Therefore, with the reported observations and available information, it has been determined that noise interference between the charger and the bluetooth communication chipset resulted in system resets due to the device design. Risk review: a risk review of the vercise genus r16 ipg kit was completed and confirmed that the event of stimulation changes while charging was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Manufacturer narrative:
Block b3: date of event - approximately one year before the manufacturer became aware of the event. Exact date is unknown. A field safety notice (fsn 97178176-fa) was delivered to physicians in (B)(6) 2024 communicating the potential for the vercise genus deep brain stimulation (dbs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise/interference during ipg charging. When the system resets, the patients programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In (B)(6) 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging.

Event description:
It was reported that the patient experienced intermittent stimulation when charging the deep brain stimulation (dbs) system wherein resulting in a return of tremor symptoms. The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient and delivering therapy. Additional information received indicates that a boston scientific representative, in consultation with the treating clinician, performed an ipg firmware update. Confirmation that the firmware update has resolved the bluetooth fault code error when charging the ipg has not yet been received.

Manufacturer narrative:
Update to field h6 evaluation conclusion codes.

Event description:
It was reported that the patient experienced intermittent stimulation when charging the deep brain stimulation (dbs) system wherein resulting in a return of tremor symptoms. The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient and delivering therapy. Additional information received indicates that a boston scientific representative, in consultation with the treating clinician, performed an ipg firmware update. Confirmation that the firmware update has resolved the bluetooth fault code error when charging the ipg has not yet been received. Additional information was received indicating that the firmware update performed was successful in resolving the bluetooth fault code error when charging the ipg. The applicable firmware is model 9028509-102-00. The patient is able to successfully charge the ipg without interruption. No further action related to this event is needed.